Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lock down. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl (13.9 mmol/l) while wearing the pod between 5 and 24 hours. The patient had been sleeping and when they woke up, they noticed that the adhesive of the pod at the infusion site (abdomen) was ¿completely soaked¿. When the pod was removed, the pod's cannula was found to be bent/broken. As treatment, a new pod was applied.